Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported a leak on the alinity m system. The customer reported that a liquid vapor leak at the system solution drawer was detected. The liquid spread outside the instrument on the far right near the solid waste drawer, but not in front of the instrument. The customer cleaned the leak using proper ppe. There was no slipping hazard as the liquid was not in front of the instrument in the walking pathway. The leak was outside of the footprint of the instrument.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).